Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.4, reference: 3.7, mean: 3.05, confidence-limits: 1.9-4.6. Summary: end-user claims discrepant accuracy. Customer results analyzed in-house. Accuracy met criteria. Indicates pt on tylenol, possible interferency issue. Product deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Inratio low. Results as follows: meter-inr: 2.5, lab-inr: 3.7.